Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was alleged there was moisture in the battery compartment and the ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: the battery compartment had a leak with evidence of moisture and corrosion noted only in the battery compartment. Other parts of the pump did not have moisture. There was no damage or peeling noted to the keypad. The ok button was over responsive. The contrast, down arrow, and up arrow buttons were responsive. The ok button contact cover was cracked. The keypad cover was removed, there was no evidence of contamination on key contacts.